Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023.

Manufacturer narrative:
(B)(4). Date sent 8/18/2023. D4 batch #367c66. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned with no apparent damage, fully functional. When tested for functionality the device fired and formed the remaining 19 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution:  evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number 367c66, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right leg cholangio procedure and during the closure of the skin, when using the skin stapler, it stalls when the staple is fired and when removing it, it breaks the skin on several occasions and the product has to be replaced by another. Procedure completed successfully.